Event description:
The patient had pneumonia and sepsis; he was unresponsive, intubated, and in the ICU. The pump was alarming; telemetry confirmed a low reservoir alarm was occurring. Due to the sepsis, it was noted that refilling the pump might not be an option. An option was to program the pump to the lowest flow rate and supplement the patient with oral medication. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.